Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors performed a visual inspection and found 1 of the 3 sensors had the sensor cannula retracted inside of the sensor base; however the sensor cannula was found whole. The remaining 2 sensors passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor did not have an electrode. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.